Event description:
The nurse reported the system locked up during surgery. Add'l info from the surgeon stated the case was lengthened by 15 minutes. The surgeon stated the system locked up. When the system locked up, the surgeon was not able to control the intraocular pressure. The uncontrolled intraocular pressure caused extra blood on the retina. The surgeon completed the surgery by manual injection. The surgeon stated there was no visual loss. The pt is doing well.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. (B) (4). (B) (4). (B) (4).